Event description:
Related manufacturer reference number: 3006705815-2024-01972, 3006705815-2024-01973 it was reported that during revision procedure after all products had been explanted, patient experienced health complications due to low oxygen levels. It was noted that the patient's oxygen levels were hard to maintain as the patient was prone on operating table. In turn, the procedure was abandoned for patient safety.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: a3a - sex: enter the patient¿s sex at birth (the sex that a person has or was assigned to at birth) - sex added.